Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +9.0/2.0/006 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting, pupil block and elevated intraocular pressure. The patient had additional refractive treatment (enhancement). The lens was exchanged for a different manufacturer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. (B)(4).